Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high right ventricular (rv) threshold. The device was programmed to 7.5 millivolts @ 2.0 milliseconds. The device was then replaced. Additional information obtained from the field representative indicates that device was retained by the hospital. No additional adverse patient effects were reported.